Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing and auto mode switch episode was observed on the device leading to a noise reversion and p-wave oversensing. Patient was asymptomatic. Programming changes were recommended. No further information available.